Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that since the light source was defective, the patient was intubated "blindly" - this meant that the tube could not be placed correctly and thus the patient was not oxygenated - consequence: hypoxemia.

Manufacturer narrative:
Additional information was provided in section e1 of this report. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Correction in d9 product return date is novemeber 13, 2024. Device evaluation: during the investigation, the customer claim could be verified. Following issues were found: led lights dimly; adhesive points on the camera head are worn out; blade damaged; plug worn out; leaky between plug and cover. At the time of investigation, the software version was current. The blade was used 63h14m and had 524 start-ups. Most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail. Internal karl storz reference number: (B)(4).